Event description:
It was reported there was an end of service (eos) / end of life (eol) message. There were no patient symptoms reported. The patient asked of a field representative.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).